Event description:
Clinical trial. It was reported that 182 days post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated a lesion in the proximal right coronary artery (rca) for in-stent restenosis. The lesion was 3.5 mm wide, 10 mm long, and 95% stenosed. There was moderate calcification. The physician predilated the lesion prior to placing a 3.5 x 16 mm taxus liberte stent. There was a possible thrombus noted. Residual stenosis was 0% post procedure. The patient experienced silent ischemia prior to discharge. The patient was discharged one day later on aspirin and plavix. On day 182, the patient experienced a tvr due to focal 90% in-stent restenosis. Balloon angioplasty was performed, which resolved the in-stent restenosis. Residual stenosis was 0% post tvr. The patient was taking aspirin and plavix at the time of the event. In the opinion of the physician, there is a definite relationship between the tvr and the taxus liberte stent. This product is only ous approved, but is similar to a marketed u.s device.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 7674342 found that the device met its material, assembly and product specifications, at the time of release to distribution.